Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the patient¿s account was not displaying medication orders in the pyxis system. Upon reviewing the pyxis reports, everything appeared to be accurate however, the orders were still not populating in the machine for nursing staff to administer medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.